Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8fr sheath after an interventional procedure. Reportedly, difficult was felt advancing the proglide device in the right groin. After pressing the plunger and retrieving the plunger, no suture was found. A 0.35 guide wire was re-inserted and a non-abbott device was used in the right femoral artery to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that deploying the plunger did not occurred because the needle tip and rail end were found inside the guide tube which is consistent when the plunger was pulled out first instead of deploying it to capture the cuffs. Based on the analysis of the returned device, the reported complaint could not be confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.